Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On date 9-june-2024, it was reported that patient faced two infusion sets fell off events during use. The infusion set was in use for less than 24 hours. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Device 2 of 2.